Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, there was a malfunction in the prograsp forceps and it stopped working. When talking to clinical sales representative (csr), they reported that the instrument was no longer controlled, it was not opening and closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the event occurred after docking the patient's car and coupling the arms to the trocars, at the time of clamp placement. No fragments fell from the device into the patient cavity. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed but functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The instrument was returned with a broken main tube. Additional observations not reported by site include that the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 0.012¿ x 0.329¿ was not returned with the instrument. Components adjacent to this broken main tube show damage which may indicate potential mishandling/misuse. Mechanical indentations were observed on the proximal clevis. The instrument was found to have frayed grip and pitch cables at the proximal clevis. These failures are likely due to the broken main tube. The instrument was found to have a dislodged proximal clevis. Mechanical indentations are observed on the proximal clevis.